Event description:
Filter had been in place eleven months prior to attempted retrieval. The filter was snared with the retrieval set, but could not be removed. The physician elected to release the filter from the snare and just leave the filter in place, but the snare would not release from the filter. After some manipulation, the snare did release from the filter and the retrieval set was removed without further complications. No pt injury occurred.

Manufacturer narrative:
Eval: this event is still under investigation.